Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement procedure. Reportedly, with the first 2 proglide devices, cuff misses [suture retrieval issues] occurred. With the third device, the lever would not close because the foot was caught in tissue. As the foot could not be closed, the device could not be removed. The device was split in half in an attempt to close the foot and remove the device; however, the device remained stuck in the patient anatomy. A cutdown was performed to free the device without incurring any vessel damage. Hemostasis was achieved via cutdown. A delay was reported, however, there was no adverse patient sequela. No additional information was provided.